Manufacturer narrative:
The insulin pump had unresponsive act button due to moisture keypad trace. No button error alarm noted. It was unable to perform the displacement test due to unresponsive button. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the buttons were starting to become unresponsive, she removed and reinserted the battery and the insulin pump alarmed button error which could not be cleared because of the keypad issue. The customer did not recall any significant events leading to the alarm. Blood glucose value was 245 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.